Manufacturer narrative:
It was reported that during use of the lift, the patient was being lifted from the bed to wheelchair, facility personnel heard a clicking sound, the sling bar released, and the patient fell to the floor between the bed and the wheelchair with the slingbar laying on the patient¿s chest. The (B)(6) patient with a history of cerebral palsy and noted to be fragile and sustained 6 rib fractures, pelvic fracture, hip fracture and was transported via ambulance to the hospital where she was transferred to a palliative care unit and subsequently expired. Specific details of medical intervention nor the determined cause of death were not reported. The hospital will not display the patient records due to secrecy. The lift was investigated by the customer after the incident and no defect was found. The lift was thereafter sent to police for investigation, and to the manufacturer after the police investigation was finished. The returned lift was investigated at the manufacturing site and it was found that the lift was functioning as intended. Scratches found on the quick release hook indicates that it had not been properly attached to the q-link at some point during use, with only the tip of the hook attached to the q-link. Given the description of this event, this is the most likely cause of the incident. In the instruction guide for uno 102 ee (7en150104-rev 5) it is stated: before lifting, always make sure that: the lifting accessory is correctly attached to the lift. The lifting accessory hangs vertically and can move freely. Last preventive maintenance of the lift was performed on (B)(6) 2019. Training and information for the staff at the account has been arranged. Based on this information, no further action is required.

Event description:
It was reported that the patient was lifted from the bed to the wheelchair when the patient fell between the bed and the wheelchair. The caregiver heard a clicking sound, the slingbar released and was laying on the patient¿s chest. Patient was taken to the hospital and passed away the same evening. This report was filed in our complaint handling system as complaint # (B)(4).